Event description:
When implantating the valve one leaflet became stuck in the closed position it could not be freed from this position regardless of the efforts tried. Rather than risk breaking the valve, the surgeon replaced it with another valve from another manufacturer. This was a mitral valve procedure.